Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 129705 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The current overall incident rates for false negative patient results and false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution are both (B)(4). The available evidence suggests that this device lot is performing within the statements made within the package insert. Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported conflicting results with the binax now covid-19 ag test performed (B)(6) 2021. Both nostrils were swabbed. Six (6) drops of extraction reagent were added to the test card. Fifteen (15) minutes later, there were two (2) pink lines, the sample line was very faint, almost unnoticeable. At seventeen (17) minutes, the sample line had disappeared and only the pink control line was present. The patient was not symptomatic at the time of testing. The customer reported that the patient results were considered to be negative. The customer later reported that the initial reading of a positive was a misinterpretation and the patient's test was negative. The customer reported that the test for this patient had visible extraction reagent moving up the test strip, and, in comparison, the twenty (20) tests performed subsequently did not. Per binax now covid-19 ag card product insert : positive results indicate the presence of viral antigens. Inadequate or inappropriate sample collection, storage, and transport may yield false test results. Changing of gloves between handling of specimens suspected of covid-19 to prevent contamination. Per binax now covid-19 ag card product insert: negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
The manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 129705 and device part number 195-430h / lot 128474. Quality control release testing met specifications. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or result interpretation.